Event description:
Procedure type: appendectomy. According to the reporter: the customer reports that the pt was admitted to hospital for a lap appendectomy. The appendix was resected free and placed in an endobag specimen retrieval pouch. The resident attempted to remove the appendix from the body inside the pouch through the laparoscopic port site (12mm). At this point the end of the endo bag broke off causing the appendix and small piece of plastic to fall back into the pt. There was an attempt by the resident and attending surgeon to locate the piece of plastic but were unsuccessful. Another retrieval system was used to retrieve and safely remove the appendix. No further search was done for the piece of broken bag. Surgeon and anesthetist were aware of complication. No x-ray was taken because the bag is not radiopaque. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).